Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Manufacturer checked the first retained sample from the same batch, 200725-1 and found no abnormality. A device history record review was not conducted. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that:" hudson rci adult softech plus nasal cannula. These don't seem to be fitting the patients well. They won't stay in place despite which way they are placed. This then becomes uncomfortable for the patient and reduces the therapeutic significance". No patient harm or injury reported. Device was exchanged for an oxygen mask. Patient condition reported as "fine".